Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer clarified that the distal cap fell into the patient's duodenum, near the ampulla.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with removal of stent procedure, the distal cap on the duodenovideoscope split and come off the scope into the patient. The distal cap was retrieved with a roth net. The stent was then removed, and no devices were left behind. There were no reports of patient harm. This report is 1 of 2.